Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included uterine mass, non-insulin-dependent diabetes mellitus, obesity, nausea, food intolerance, distention, multiple allergies and endometriosis. Concurrent conditions included discomfort and uterus enlarged. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2017 for pelvic pain female and genital bleeding as well as gliclazide (claritin), hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), metformin and oral contraceptive nos from 2006 to 2017. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)/ dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), polymenorrhagia ("excessive and frequent menstruation"), menstruation irregular ("irregular cycle"), muscle spasms ("back cramps"), cervix inflammation ("chronic inflammation of cervix"), adenomyosis ("adenomyosis") and endometrial disorder ("inactive endometrium") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (bilateral) and abaltion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the polymenorrhagia, menstruation irregular, muscle spasms, cervix inflammation, adenomyosis, uterine leiomyoma and endometrial disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, cervix inflammation, dysmenorrhoea, endometrial disorder, menorrhagia, menstruation irregular, muscle spasms, pelvic pain, polymenorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes patient had failed ablation-unable to penetrate intrauterine cavity. Approximately 3- 4 coils on the patient ' s left side and 2 coils on the patient' s right side. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: impression: gaseous distended colon may reflect an ileus.. Computerised tomogram abdomen - on (B)(6) 2017: impression: postoperative changes status post hysterectomy. No acute abnormalities in the abdomen or pelvis.. Computerised tomogram pelvis - on (B)(6) 2017: impression: postoperative changes status post hysterectomy. No acute abnormalities in the abdomen or pelvis.. Pathology test - on (B)(6) 2017: final microscopic diagnosis: uterus and cervix with bilateral fallopian tubes. Total abdominal hysterectomy and bilateral salpingectomy: 1. Cervix with mild chronic inflammation. 2. Inactive endometrium and adenomyosis. 3. Leiomyomas. 4. Fallopian tubes with no diagnostic abnormality.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:  menorrhagia with irregular cycle, irregular bleeding, abnormal bleeding, back cramps, chronic inflammation of the cervix, inactive endometrium and adenomyosis. Lot number: 653904 manufacturing date: 2009/06 expiration date: 2012/06 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint.. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included uterine mass, non-insulin-dependent diabetes mellitus, obesity, nausea, food intolerance, distention, multiple allergies and endometriosis. Concurrent conditions included discomfort and uterus enlarged. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2017 for pain pelvic and genital bleeding as well as gliclazide (claritin), hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), metformin and oral contraceptive nos from 2006 to 2017. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)/ dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), polymenorrhoea ("excessive and frequent menstruation"), menstruation irregular ("irregular cycle"), muscle spasms ("back cramps"), cervix inflammation ("chronic inflammation of cervix"), adenomyosis ("adenomyosis") and endometrial disorder ("inactive endometrium") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (bilateral) and abaltion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the polymenorrhoea, menstruation irregular, muscle spasms, cervix inflammation, adenomyosis, uterine leiomyoma and endometrial disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, cervix inflammation, dysmenorrhoea, endometrial disorder, menorrhagia, menstruation irregular, muscle spasms, pelvic pain, polymenorrhoea, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes patient had failed ablation-unable to penetrate intrauterine cavity. Approximately 3- 4 coils on the patient ' s left side and 2 coils on the patient' s right side. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: impression: gaseous distended colon may reflect an ileus.. Computerised tomogram abdomen - on (B)(6) 2017: impression: postoperative changes status post hysterectomy. No acute abnormalities in the abdomen or pelvis.. Computerised tomogram pelvis - on (B)(6) 2017: impression: postoperative changes status post hysterectomy. No acute abnormalities in the abdomen or pelvis.. Pathology test - on (B)(6) 2017: final microscopic diagnosis: uterus and cervix with bilateral fallopian tubes. Total abdominal hysterectomy and bilateral salpingectomy: 1. Cervix with mild chronic inflammation. 2. Inactive endometrium and adenomyosis. 3. Leiomyomas. 4. Fallopian tubes with no diagnostic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:  menorrhagia with irregular cycle, irregular bleeding, abnormal bleeding, back cramps, chronic inflammation of the cervix, inactive endometrium and adenomyosis. Most recent follow-up information incorporated above includes: on 11-sep-2019: processed with fu: 4. New events added: abnormal bleeding (vaginal), excessive and frequent menstruation, irregular cycle, back cramps, chronic inflammation of cervix, adenomyosis, fibroids, inactive endometrium. Outcome of the event abnormal bleeding (vaginal) was update to recovered/resolved. Reporter's information was updated. Lot number added on 12-sep-2019: processed with fu:3. Concomitant drug, concomitant conditions, medical history, reporters and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (abnormal bleeding)') in an adult female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included uterine mass, non-insulin-dependent diabetes mellitus, obesity, nausea, food intolerance, distention, multiple allergies and endometriosis. Concurrent conditions included discomfort and uterus enlarged. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2017 for pelvic pain female and genital bleeding as well as gliclazide (claritin), hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), metformin and oral contraceptive nos from 2006 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)/ dysmennorhea (cramping)"), muscle spasms ("back cramps") and menometrorrhagia ("menorrhagia with irregiular cycles"). In (B)(6) 2017, the patient experienced cervix inflammation ("other injury (ies) or complication(s)- please describe: cervix inflammation of cervix"), adenomyosis ("other injury (ies) or complication(s)- please describe: adenomyosis") and endometrial disorder ("other injury (ies) or complication(s)- please describe: inactive endometrium") and was found to have uterine leiomyoma ("other injury (ies) or complication(s)- please describe: fibroids"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), polymenorrhagia ("excessive and frequent menstruation") and menstruation irregular ("irregular cycle"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (bilateral) and abaltion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the polymenorrhagia, menstruation irregular, muscle spasms, cervix inflammation, adenomyosis, uterine leiomyoma, endometrial disorder and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, adenomyosis, cervix inflammation, dysmenorrhoea, endometrial disorder, menometrorrhagia, menorrhagia, menstruation irregular, muscle spasms, pelvic pain, polymenorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes patient had failed ablation-unable to penetrate intrauterine cavity. Approximately 3- 4 coils on the patient ' s left side and 2 coils on the patient' s right side. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: impression: gaseous distended colon may reflect an ileus.. Computerised tomogram abdomen - on (B)(6) 2017: impression: postoperative changes status post hysterectomy. No acute abnormalities in the abdomen or pelvis.. Computerised tomogram pelvis - on (B)(6) 2017: impression: postoperative changes status post hysterectomy. No acute abnormalities in the abdomen or pelvis.. Pathology test - on (B)(6) 2017: final microscopic diagnosis: uterus and cervix with bilateral fallopian tubes. Total abdominal hysterectomy and bilateral salpingectomy: 1. Cervix with mild chronic inflammation. 2. Inactive endometrium and adenomyosis. 3. Leiomyomas. 4. Fallopian tubes with no diagnostic abnormality.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:  menorrhagia with irregular cycle, irregular bleeding, abnormal bleeding, back cramps, chronic inflammation of the cervix, inactive endometrium and adenomyosis. Lot number: 653904 manufacturing date: 2009/06 expiration date: 2012/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received. Event "menorrhagia with irregular cycles" was added. Onset dates for events added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for pain, bleeding: yes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received.this case become incident. Reporter information, insertion date and removal date were added. Previously reported event injury were updated dysmennorhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), essure confirmation test(s) conducted, specify : no. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.